Event description:
The customer reported to olympus, during a procedure involving debulking of a tumor, as the physician was cutting the tumor, the bronchoscope showed a b30 communication error. The physician had difficulty managing the intra-operative bleed. Additional information is being requested at this time.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information reported by the customer, the results of the device evaluation, and a correction to b5. New information was added to the following fields: d9, g2, h3, h4, and h10. The device was returned to olympus for evaluation and the customer's allegation of b30 error could not be duplicated, most likely due to water seepage inside the scope. Due to corrosion inside the control unit, there was no angulation and the bending section could not be controlled at all. The image guide protector was cut, and the bending section cover had a cut and the adhesive was detached. Inspection found the connected tube was dented and cut, there was damage on the channel tube, and the control unit and scope connector were sticky due to water leakage. The light guide cover was noted as dirty and scratched, the light guide bundle had breakage, and the lens was scratched. In addition, the following were noted as scratched: grip, angulation lever, universal cord, scope connector cover unit, and plug unit. The following were noted to be dented: distal end, universal cord, and up/down plate. Due to damage on the switch box, switch buttons one and two did not work. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor the field performance of the device.

Event description:
Additional information received from the customer: the bleeding was controlled and the patient's condition was stable after the procedure. The procedure was completed at a later date using another scope, and the patient's current status was reported as "alive and healthy".